Manufacturer narrative:
The field representative later reported that the x-ray did not reveal any further details. No further testing was done nor a revision scheduled. The patient will see their physician in approximately two months to further discuss possible actions.

Manufacturer narrative:
Resolution has been requested from the field, however, no further information has been provided to date. This event will be updated upon further information provided.

Event description:
Boston scientific received information that two weeks after the implant of this implantable cardioverter defibrillator (ICD) greater than 125 ohms was detected on this right ventricular (rv) lead. At implant the shock impedances was 76 ohms and defibrillation threshold testing was not done. No shocks have been delivered with this device. Daily measurements exhibited a few measurements around 80 ohms and then an increase to greater than 125 ohms. This device had been programmed in triad. However, when programmed to rv coil to can the impedances was 118 ohms and in coil to coil it was greater than 125 ohms. The patient was then programmed rv coil to can and an x-ray was to be performed and the physician was still contemplating further action. No adverse patient effects were reported.